Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that there was problem with the insulin pump because, it sounds like it was struggling whenever it was delivering an insulin. The customer's blood glucose was 148 mg/dl. The customer felt like it was not working properly after a week of using the insulin pump they always have series of high blood glucose. The self test was performed and on the second and third time the vibration work. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin flow blocked alarm functioning properly. Device vibrates properly during testing. Device received with scratched case and pillowing keypad overlay. (B)(4).